Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer stated that the drive support cap was sticking out. Customer did not report symptoms related to high blood glucose. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No excessive no delivery alarm noted during the testing. No loose drive support cap noted during visual inspection.